Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mom reported via phone call of hospitalization for high blood glucose of 500mg/dl and diabetic ketoacidosis. The customer treated with IV drip. Customer indicated that their doctor has been contacted and their blood glucose value was unknown at the time of the call. Troubleshooting could not be performed as the mother does not have the pump. Will call back later for further troubleshooting. No further details given.

Manufacturer narrative:
The insulin pump was received with the operating currents within spec. And passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test at 0.08825 inches. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, stained end cap sticker, minor scratched lcd window, and scratched reservoir tube window.